Manufacturer narrative:
(B)(4). Date of event: the date of onset of the peritonitis event was on an unreported date in (B)(6) 2015 (reported as two to three weeks prior to receipt of this report). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On an unreported date, about two to three weeks prior to receipt of this report, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotic (dose, duration, frequency and route not reported) for the peritonitis. On an unreported date, the patient was discharged from the hospital. The patient had recovered from the peritonitis event. On an unreported date, the patient's pd catheter was removed and the pd therapy was discontinued as the patient did not want to continue. The patient was performing hemodialysis and a transplantation was scheduled. No additional information is available at this time.